Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that she was unable to code her onetouch ultramini meter. The complaint was classified based on the customer care advocate's (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient reported that the alleged issue began on the morning of (B)(6) 2010. The patient informed the cca that she managing her diabetes with oral medication(s) at the time of the issue. The patient denied taking any action regarding her diabetes management as a result of the issue. One hour after the start of the alleged issue, the patient claimed she felt shaky; however, denied receiving medical treatment. At the time of troubleshooting, the cca noted that the alleged issue was resolved with training. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.